Event description:
Paint was peeling off the device and falling into the pt during the procedure. The procedure was completed. It is unknown if it was with the same device. There was no allegation of harm.